Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event(s) of constipation, vomiting, pneumothorax and subsequent death, as it occurred during pd therapy. However, per the pdrn the patient¿s death was expected due to the family¿s declination of treating a pneumothorax. Additionally, the pdrn stated the event(s) were unrelated to pd therapy. Furthermore, gastrointestinal complications, specifically constipation and vomiting, can occur in the vast majority of esrd patients with no identifiable cause. Based on the information available, there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event(s). Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called fresenius technical support to report the patient was hospitalized for constipation, vomiting, pneumothorax and subsequently expired. The pdrn reported the patient completed the fourth exchange of their ccpd treatment (treatment specifics not provided), at which point the patient called the on-call pdrn. The patient reportedly had been vomiting (specifics not provided) and had not had a bowel movement in four days. The patient was directed to the hospital (specifics not provided) where they were admitted to the intensive care unit (ICU) due to a pneumothorax possibly caused by consistent vomiting. The patient was stabilized in the ICU (specifics not provided), and it was determined the patient required chest tubes to treat the pneumothorax. The family declined approving the insertion of the chest tubes, and the patient subsequently expired. Additional information was not available.